Manufacturer narrative:
Eval results: the lead was received incomplete. The damage to the lead was due to the explant procedure. A 90 degree bend was found, but was gradual and caused no breakage to inner wires. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #: 1627487-2012-05787. It was reported the pt was unable to increase the amplitude. It was also reported the pt was not receiving adequate coverage. The pt was also experiencing pocket stimulation at the ipg site. Reprogramming attempts were unsuccessful. X-rays were taken and one wire appeared to be kinked at a 90 degree angle. As a result, the pt underwent surgical intervention. The pt's lead and ipg were explanted and replaced. The replacement devices resolved the pt's issues and the pt is doing well.